Manufacturer narrative:
The international service technician was unable to duplicate the reported issue. Review of the device diagnostic history indicated a vent inop occurrence due to a machine and proximal pressure sensor failure. The service technician replaced the data acquisition pcb to motor controller pcb cable to address the finding. The device successfully passed performance specification testing.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The international customer reported the device alarmed due to a machine and proximal pressure sensor failure reference. There was no patient involvement.